Event description:
Scope irrigator pedal malfunctioned and flattened during procedure. Pedal should be inflated to work properly. Equipment had to be manipulated multiple times during procedure to get it to work properly.====================== manufacturer response for endoscope irrigator pedal, scope irrigator pedal (per site reporter).======================customer service staff member was contacted. New pedals have been ordered. The customer service staff member indicated that they do not need the malfunctioning equipment. This is an issue which is remedied by purchasing new pedals. The age of equipment is unknown. Feel it was due to be replaced anyway.